Event description:
Caller reported cartridge alarm 20 occurring during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and arranged to send a replacement pump, instructing the customer on how to prepare the current pump for return. Customer was informed about the steps needed for receiving and returning the pumps and acknowledged the instructions.